Event description:
Customer reported that when they attempt to enter their blood glucose into the bolus wizard, the numbers start scrolling. Customer states that issues with the keypad may be caused by hiking/sweating. The insulin pump will be replaced. The blood glucose reading is not provided. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on keypad traces. No ramping numbers or scrolling bar anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked battery tube threads and a missing end cap sticker.